Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, d10, b5, g3, g6, h1, h2, h3 and h6. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during use. There was no reported patient injury. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire loop of a 7f exoseal vascular closure device (vcd) did not deploy or show. The guidewire was not responsive. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used a retrograde approach. A 7f non-cordis sheath was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The indicator window did not change to black-black. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿good¿. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18350951 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator wire deployment difficulty unable¿ could not be evaluated since the device was not returned for analysis. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.